Event description:
The hosp reported the pt complained of abdominal pain for five (5) days following a procedure. On the fifth day, the pt presented at the emergency room with a bleed. However, the physician performing the procedure reported that the bleed was most likely caused by the pt's condition. The pt was treated and released. The medical intervention used to treat the bleed is unk.